Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with a pump that would not pull from the bag once the volume and rate was set and start was pressed the next tried to force an upstream occlusion by clamping the line but the pump did not recognize any occlusion or alert for an occlusion either. There was no patient involvement. No additional information is available.